Manufacturer narrative:
The pump passed performance verification testing and short and long term delivery accuracy tests within product specification. The unit stopped delivery as expected when programmed dose limits were reached. The frequency of death or serious injury reports for overdelivery for lifecare 5000 is approximately 0.77/million sets.

Event description:
The pump reportedly did not stop at a set dose limit and an overdelivery resulted. The pump was set to infuse a normal saline bolus at 999ml/h with a dose limit of 250ml. The infusion was started at 1145pm and at 1155pm a nurse noted that the pump had not stopped at the set dose limit. Approximately 350ml had infused. The pump display indicated delivery of 243ml. The infusion pump was switched out. The patient did not experience any adverse affects; he was hypotensive and required a second bolus after this event. No additional information was available.